Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The device remained in-vivo for 5 months. The device history records for the reported device were reviewed and no deviations or anomalies were noted. The reported device is used for treatment. The devices were used in an approved and compatible combination. A complaint history review identified no previous complaints for the part-lot combination of the reported device. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s right hip was revised approximately 5 months post-implantation due to periprosthetic femoral fracture. Attempts to obtain additional information have been made; however, none is available.

Manufacturer narrative:
Concomitant medical products: pn# 65875304801 ln# 62898745 shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners with calcicoat ceramic coating pn# 00875200832 ln# 62846424 liner elevated rim 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell pn# 00811400000 ln# 62901428 femoral stem 12/14 neck taper std. Offset size 0 105 mm stem length.

Event description:
Patient¿s right hip was revised approximately 5 months post-implantation due to periprosthetic fracture stem.